Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument and completed the failure analysis investigation. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy -chest anastomosis surgical procedure, the fenestrated bipolar forceps instrument was unable to open and close properly. The user completed the procedure using the backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the vice director of surgery and obtained the following additional information regarding the reported event: the instrument moved in a direction different from what the surgeon intended. The instrument was not stuck on tissue.